Event description:
A customer observed biased and imprecise qc results using vitros amon slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient samples were not affected and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation found no evidence to indicate that the vitros 5,1 or vitros amon slides malfunctioned. The investigation determined the root cause of the event to be user error associated with improper on-analyzer storage of the vitros amon slide cart in use at the time of the event. Following implementation of the manufacturer's recommended on-analyzer storage protocols for vitros amon slides, acceptable amon qc performance has been observed and maintained.